Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following was reported: patient had second hip revision procedure in two months. Her third hip revision procedure in total. On this latest occasion, her hip prosthesis had dislocated similar to the previous event. Specifically, she had a trident constrained insert in-situ and the bipolar head had dislocated from the insert that it had been pre-assembled in. The insert was still in the acetabular shell but the bipolar head was completely disengaged from it. The bipolar head still had the femoral head within it which itself was still intact on the cone body implant trunnion. Update: as per intake form, the surgeon explanted the trident constrained liner, ceramic head, trident cluster shell, screws and the cone body.